Event description:
It was reported that during an implant procedure, there was high impedance on a left ventricular (lv) lead configuration. The lead was removed and inserted a few times with the same results. The cardiac resynchronization therapy defibrillator (crt-d) was replaced using the same lead and the event resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. No issue was identified that required full analysis. Iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.